Manufacturer narrative:
Reference mftr reports: 1221359-2020-00466, 1221359-2020-00478. Testing was performed at abbott diagnostics (B)(4) inc. On retained kit lot 129586 with the following internal whole blood control samples: (B)(6). All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 7d2648 / lot 129586 and device part number 10732998 / lot 126644. This lot met the required release specifications. The current overall incident rate for (B)(6) patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within labeled claims.

Event description:
The customer reported 3 false antigen positives determine (B)(6) ag/ab combo. This report represents 2 of 3. The customer reported (B)(6) determine (B)(6) combo results while testing pregnant patients on (B)(6) 2020. The 50 ml edta-plasma sample was added to the test by control pipette. Confirmation testing by rna quantification (B)(6) antibody differentiation and rna quantitative pcr generated (B)(6) results. The customer confirmed there was no death or serious injury based on the test results. The customer stated the pregnant woman was tested prior to delivery. She was not treated with art while pregnant; she was not given art treatment at all. Within 6 hours after birth, the baby received art treatment, per (B)(6) state law for presumed (B)(6). Per the alere determine (B)(6) combo product insert limitations: a reactive result using alere determine (B)(6) combo suggests the presence of (B)(6) antigen and/or antibodies to (B)(6) in the sample. The reactive result is interpreted as preliminary (B)(6) for (B)(6) antigen and/or antibodies to (B)(6). Alere determine (B)(6) combo is intended as aid in the diagnosis of infection with (B)(6). Reactive test results should be confirmed by additional testing using other tests. Specimens from individuals with toxoplasma igg, human anti-mouse antibodies, rheumatoid factor, elevated triglycerides (above 600 mg/dl), herpes simplex virus infection, hospitalized and cancer patients may give (B)(6) test results. This shall be considered reportable as a malfunction, as the risk of short and medium-term toxicity to the infant with the current art prophylaxis regimens is unknown.